Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA. This report is number 2 of 3 mdrs filed for the same event (reference 1825034-2013-03265 / 03267).

Event description:
It was reported patient underwent revision hip arthroplasty to remove competitor product on(B)(6) 2013 for an unknown reason. A subsequent revision procedure was performed on (B)(6) 2013 due to dislocation. During the procedure, it was noted the locking screw had loosened at the connection between the cone body and distal, which may have contributed to the dislocation. The cone body, distal stem and modular head were removed and replaced.

Manufacturer narrative:
Dimensional evaluation found component to be within appropriate design specification. The root cause for why the assembly became loose while inside patient was not determined. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 4 states, "loosening or migration of the implants can occur due to loss of fixation, trauma, malalignment, malposition, bone resorption, or excessive unusual and/or awkward movement and/or activity." This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2013-03265 / 03266).